Event description:
It was reported that the cadiere forceps instrument end was noted during reprocessing to be pressed. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the luer plate was dislodged from the chassis and pushed inside the housing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.